Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm replaced the video generator board, touchscreen assembly, lower display bezel and related label due to cracks around the lower display from physical damage. The stm also noted 63 error codes logged in the iabp log files related to the reported issue, and a failure to zero message on the screen noting that the "zero" button was not working due to the unresponsive display. The stm then completed pm service including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the bottom lcd display for the cardiosave intra-aortic balloon pump (iabp) was unresponsive. There was no patient involved and no adverse event was reported.